Manufacturer narrative:
(B)(4). Evaluation summary: the device was not available for evaluation; however, the customer provided a picture of the device. An inspection of the photograph identified that the male luer separated from the tubing and that there is no visible solvent plow ridge. The cause of the separation was determined to be lack of solvent. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had an unknown amount of blood leaking during infusion. According to the report, the patient had started the infusion and approximately three hours after the IV therapy started, the patient started to bleed around the IV tubing. The lower portion of the IV tubing (closest to the patient insertion site) had come apart. There was no patient injury or medical intervention associated with this event. No additional information is available.